Manufacturer narrative:
This report is submitted on august 03, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a magnet dislodgement during an MRI (tesla unknown). It was also reported that the patient experienced dizziness since implantation. Subsequently, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is filed on october 8, 2018. (B)(4).